Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a primary audible alarm bgnd test error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: product received date 9/26/2025. H3/h6: one device was returned for analysis of complaint that pump exhibited a primary audible alarm background (bgnd) test error. Review of event log found primary audible alarm bnd test and acu watchdog failure. There were no services reported in the past 12 months. Visual and functional tests were performed. Reported malfunction was verified in alarm history. Background self-test sensed no current flowing in the primary speaker. Replaced the interconnect pcb and speaker.